Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing elevated blood glucose (bg) levels (300s mg/dl), and slight ketones (0.2), over a period of 2 days. Elevated bgs were treated by administering a correction bolus, and the issue resolved.